Manufacturer narrative:
Bayer service performed a check of the injector and found it to perform to specifications. The subject disposables used during the injection were discarded at the site and the site was unable to provide the lot numbers. The site declined clinical applications assistance.

Event description:
The customer reported the following: a CT of the abdomen and pelvis with contrast was being performed on a 15 year old female, while connected to a stellant injector (serial number (B)(4). 120 ml of omnipaque 300 was injected into the patient's right antecubital vein. All 120ml extravasated into her arm tissues. Plastic surgery was consulted and treated her with surgical intervention. It was reported that the patient recovered.